Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd plastipak¿ concentric luer lock syringes' barrels broke during the aspiration process. The following information was provided by the initial reporter, translated from spanish: "they break above the barrel of the plunger when they are to be aspirated. They break above the barrel of the plunger when they are to be aspirated in pharmacies with dangerous medicines."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 05-oct-2022 h6: investigation summary several photos along with one case of unused samples were provided to our quality team for investigation. Through visual inspection of the photos, the syringe is observed to be broken around the syringe barrel. All returned product was evaluated and no damage or other defects were observed on any of the products. A device history review was performed for the reported lot 2206019, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Process parameters were reviewed for lot 2206019 and verified to be within required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation and given the device records to not indicate any issue related to the reported incident, we cannot identify a root cause at this time.

Event description:
It was reported that 10 bd plastipak¿ concentric luer lock syringes' barrels broke during the aspiration process. The following information was provided by the initial reporter, translated from spanish: "they break above the barrel of the plunger when they are to be aspirated. They break above the barrel of the plunger when they are to be aspirated in pharmacies with dangerous medicines."